Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). On the same day 2003, the hospital called to report that during the implant the o-ring which is located under the vent adapter was sheared when the vent adapter was slid on. The manufacturer shipped a new o-ring to the hospital to replace the sheared one. The pt was not injured. The pt remains on electric actuation of the lvad at this time while awaiting a heart transplant.